Event description:
The patient reported low blood glucose levels of 40 mg/dl, and it was treated by carb intake on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.